Manufacturer narrative:
Upon receipt, the lead under complaint and the provided x-ray picture were subjected to an extensive analysis. During the x-ray analysis a perforation could be confirmed, as mentioned in the complaint description. However, the lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The values of the parameters measured during the electrical analysis were within the technical specifications. A thorough analysis of the lead did not show any technical deviations that might have led to the reported perforation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 1 day a lead perforation was reported.